Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the ovation ix malposition of the contralateral limb (deployed outside aortic body) is confirmed. The additional surgical procedure (fem-fem bypass) and the second additional surgical procedure (fasciotomy) are unconfirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be determined. The final patient status was reported as doing good. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that the procedure was thought to be executed as normal where the main body was implanted in the correct position, ballooning was performed after 14 minutes, iliac limbs delivered at the level of the flow divider in cross limb configuration. A final kissing ballooning was performed and at that point it was noticed the contralateral limb (left) was not inside the iliac branch of the aortic body but it was external to it. Using a compliant balloon the physician tried to lower the proximal portion of the limb at the level of the first ring of the contralateral aortic branch with no success. Consequently, the physician elected to place a 14mm abbott amplatzer (non-endologix) plug in the contralateral branch of the aortic body with a conformable (non-endologix) introducer from the ipsilateral limb and another plug in the left iliac limb via retrograde access. The final angiogram showed the aaa was excluded. The patient was transferred to surgery for a femoral-femoral crossover and it was found that the patient's right leg was a bit pale afterwards. After the procedure the patient continued to have a chalky white foot and subsequently had an embolectomy under the knee. The patient then returned to recovery and was in pain for a compartment syndrome and was operated again to do fasciotomy. The patient is recovering and final status was reported as doing good.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the device malposition, failure to unfold (contralateral left limb deployed outside aortic body), additional surgical procedure (fem-fem bypass) and the second additional surgical procedure (fasciotomy) are unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be determined. The final patient status was reported as doing good. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: health effect impact codes: remove code 4630. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.